Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl; reportedly the customer was ¿not sure¿ on the exact value. Cause of the elevated bg was not known. Elevated bg was addressed by correction bolus via pump. The customer went to the emergency room about 1 month ago; however, the specific date could not be recalled. Customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.